Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. Provided technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is no registered start of ventilation and due to continuous use, the registrations from event date 2021-06-30 are overwritten in the internal log. The cause of the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).